Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. However, since both the devices were not returned, a root cause cannot be determined. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The sales rep reported via phone that there was no grip on the customer's obturator as it kept spinning and the tip broke off of the healix advance knotless peek anchor 4.75mm during a rotator cuff procedure. All debris was removed from the patient. The case was completed using the same bone hole and another set of like devices. The sales rep was not present but reported no adverse patient consequences with a three to four-minute time delay. The obturator had unknown lot information as rep could not locate. The rep stated the healix advance was discarded by the customer and the obturator will be returned for evaluation.